Event description:
It was reported that patient presented in operating room for a pocket drainage procedure after experiencing pain at the pocket site. It was noted that implant site was not healing and exhibited fluid drainage. The pocket site was cleaned during an in-clinic follow up on (B)(6) 2017. The patient returned to clinic after experiencing continued pain and fluid discharge. The clinician decided to open the pocket and performed a drainage and irrigation procedure on (B)(6) 2017. The patient was reported to be stable during and post event, and will be followed up with normally.